Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed excess sheeting on the outside of the cassette not in weld, and sheeting separated from the cassette due to an under-weld. Leak testing, clamp function testing, clear passage testing, and simulated use testing were performed. Leak testing revealed a leak from the separation between the cassette and the sheeting. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, excess sheeting was noted on the outside of the cassette and the sheeting was separated from the cassette, leading to a leak. There was no patient involvement. No additional information is available.